Manufacturer narrative:
Final analysis found that the proximal coil and insulation were damaged/compressed at 14.9 cm from the connector pin which could have resulted in the reported noise anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.

Event description:
It was reported that the right atrial lead exhibited noise. The lead was removed and replaced.